Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient had an appointment on (B)(6) at 11:30 and wanted a representative at the appointment to go over programming. About two or three weeks ago they started to no longer feel therapeutic relief for they felt no tingle. If the patient were to move right then they could feel tingle but it was not doing as much. Starting about two weeks ago when laying down the patient could feel the stimulation tingle but now they could hardly feel that. When the patient used to lay down flat on the floor they used to feel a kind of tingle and now they could not feel it when they lay flat. Also in the last couple weeks they had to recharge the ins more frequent for it was needing to be recharged every other day. The patient did not know how to get to adjust therapy. During call, the patient connected to their therapy application and was on group b; the patient increased intensity and felt stimulation on their left side but needed it on their right side. The patient went to group c and increased intensity to 2.3 but only felt stimulation on their right side and only a little stimulation down their right leg but not as much. The patient noted their right leg and right side was what was bothering them. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.